Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-01013 /-07451 /-07453).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and elevated metal ion levels. Legal document further alleges the presence of pain and fluid during the revision surgery. Review of the revision invoice history indicates that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2013 due to pain. Revision operative report noted the presence of clear joint fluid and corrosion at the trunnion. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's acetabular system and a biomet head.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and elevated metal ion levels. Legal document further alleges the presence of pain and fluid during the revision surgery. Review of the revision invoice history indicates that the modular head was removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.